Manufacturer narrative:
(B)(4). Device a and b were returned in good physical condition. The devices were tested with a generator and were functional. There were no anomalies noted with the functionality of the devices. It could not be determined what may have caused the incident reported. There may have been other circumstances or issues that occurred during the use of the devices that we were unable to duplicate during our laboratory analysis. Device c was returned with the clamp arm detached not returned from the inner tube. Damage was seen at to the clamp arm interface. This was likely due to stress at the interface. The device was partially tested with a generator and the device performed as required during testing, though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off, not closing the trigger when introducing or removing through the trocar or possible entanglement in fibrous tissue.

Event description:
It was reported that during a ¿ipom net, laparoscopic rectum¿ procedure the generator showed no error code on display but all three instruments did not function after a few time. No further information is available. No patient consequences reported.